Event description:
Pt had been hospitalized for pneumonia. The pt returned home and was provided a oxygen concentrator by a home health company with little instruction. The following friday/saturday the pt began having trouble breathing and the family noticed water in the lines. The lines were drained and the o2 re-administered. The pt returned to the hosp on saturday night and died the following monday morning. Dose or amount : 5 liter, frequency: continuous, route: inhalation. Dates of use: monday - saturday. Diagnosis or reason for use: pneumonia recovery. Event abated after use: no.